Event description:
It was reported that the rv lead was explanted due to undefined impedance greater than 9999 ohms and unacceptable thresholds through the device. Impedance and thresholds were fine through the analyzer though. No patient complications were reported as a result of this event.